Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Date returned to manufacturer: mar 28, 2023. Section h3: device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. The suspect intraocular lens (iol) was received. The lens was cleaned. Visual inspection of the iol found a detached haptic, and no further issues. Visual inspection of the returned suspect handpiece found the plunger rod fully extended and locked, and a detached haptic was sticking out of the cartridge. No assembly issues were identified before and after disassembly. Dimensional inspection of the remaining haptic was performed and the haptic was within specifications. No further evaluation was performed conclusion: based on the complaint investigation results, the product was released within specifications and a relationship between the device and the reported incident could not be determined. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
There was no patient contact with the product. Telephone number: (B)(4). The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. Based on the manufacturing records review, and historical complaint review, there is no indication of a product malfunction or product quality deficiency. No nonconformity report, documentation or labeling changes, and escalations are required. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that haptic detachment was observed on the pcb00 model of intraocular lens (iol). Upon follow-up, it was confirmed that there was no patient involvement. No further information was provided.